Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had plastic chipping from reservoir area and motor error. The customer's blood glucose was unknown at the time of incident. The customer reports that the insulin pump had diminished battery life, rewind louder than before, crack near battery cap and an unexplainable no delivery alarm. The insulin pump will not be returned for analysis.